Event description:
Contact reported that post-op x-ray revealed that two screws used in an spinal fixation were broken. The surgeon did not attribute the breakage to the screws but returned them for evaluation. As an adverse outcome was reported and surgical intervention required, an MDR is filed to document this event.

Manufacturer narrative:
No definitive conclusion can be made at this time. Visual examination of the fracture surface is consistent with a fatigue fracture. No anomalies were found. Images of the construct were no provided so, information is limited at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.